Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a fall, following which they did not have effective therapy. It was found that the lead had all high impedances. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein a new lead was implanted and connected to the ipg, while the old lead was disconnected but not explanted. Postoperatively, the patient has effective therapy.